Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while retracting the system, the guidewire loop of a 7f exoseal vascular closure device (vcd) could not be dragged to indicate window discoloration, the plug deployment button could not be fully depressed, and the plug did not dislodge from the exoseal vcd device after removal from the patient. There was no reported patient injury. There were no obvious signs of device or package damage prior to use. Retracting the system while maintaining a 60-degree angle revealed that the guidewire loop could not be dragged to indicate window discoloration. The 7f exoseal vascular closure device (vcd) could not be released when used. An 8f 11cm unknown vascular sheath was used. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the 8f unknown vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. An 8f unknown guide catheter, 150cm non-cordis guidewire, 125cm unknown multifunction catheter, a non-cordis 0.014 -200cm micro guidewire, non-cordis umbrella device, non-cordis 4.0mm×30mm balloon, and non-cordis (8-40-135) carotid stent was used during the procedure. The procedure was a carotid stenting and used a retrograde approach. The physician has been using the exoseal for many years and was skilled in the procedure. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, while retracting the system, the guidewire loop of a 7f exoseal vascular closure device (vcd) could not be dragged to indicate window discoloration, the plug deployment button could not be fully depressed, and the plug did not dislodge from the exoseal vcd device after removal from the patient. Hemostasis was achieved through compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no obvious signs of device or package damage prior to use. There was no visual damage to the indicator wire prior to use, and the indicator window of the exoseal device was facing up during retraction with no changes observed. When the device was removed from the patient, no damages were noted to the indicator wire loop. Retracting the system while maintaining a 60-degree angle revealed that the guidewire loop could not be dragged to indicate window discoloration. The 7f exoseal vascular closure device (vcd) could not be released when used. An 8f 11cm non-cordis femoral artery sheath was used. There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the 8f non-cordis vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. An 8f unknown guide catheter, 150cm non-cordis guidewire, 125cm unknown multifunction catheter, a non-cordis 0.014¿-200cm micro guidewire, non-cordis umbrella device, non-cordis 4.0mm×30mm balloon, and non-cordis (8-40-135) carotid stent was used during the procedure. The procedure was a carotid stenting and used a retrograde approach. The physician has been using the exoseal for many years and was skilled in the procedure. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. One non-sterile vascular closure device 7f - us was received for analysis. Visual inspection showed that the button/deployment lever on the device was not pressed, and the plug was present in the delivery shaft, which had dried blood residues. The indicator wire was deployed, and the loop was in good condition. The indicator window was in the white/black position, and the cowling/guard was locked. No anomalies were observed during the analysis. During review of the device, it was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. Functional analysis could not be performed due to the dried blood residues clogging the unit. Attempts to clean the unit using hydrogen peroxide and an ultrasonic bath were made but were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found with the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned through the three stages. Microscopic analysis was not needed since the internal mechanism was reviewed in during functional analysis, and the loop was reviewed during the visual analysis. The reported event of ¿indicator wire-damaged loop¿ was not observed during analysis of the returned device as there were no damages noted to the component and no issues noted to the internal mechanism. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine the factors that may have contributed to the reported issue of the guidewire loop not being able to be dragged to indicate window discoloration since the functional test could not be fully performed due to the received condition with the dried blood that could not be cleaned out in order to move the mechanism appropriately. However, as this dried blood condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all 3 stages of the indicator window during functional analysis. Therefore, it is possible that access vessel characteristics and/or procedural/handling factors (the system was retracted at a 60 degree angle with an 8f sheath) contributed to the issue experienced during the procedure, especially since there were no damages noted to the indicator wire. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal¿ vascular closure device procedure should be performed by physicians who have expertise in the techniques of vascular catheterization (or other healthcare professionals authorized by, or under the direction of, such physicians) and possess adequate training in the use of the device, e.g. Participation in an exoseal¿ closure device training program.¿ additionally, the IFU instructs, ¿orient the exoseal¿ vcd such that the indicator window on the handle assembly is facing upwards. Advance the delivery shaft into the proximal end of the vascular sheath introducer to the marker band, keeping the exoseal¿ vcd oriented upwards and advancing at the angle of the tissue tract (30-45 degrees).¿ the IFU also states, ¿while holding the exoseal¿ vcd in the right hand, making sure the thumb is not placed on the plug deployment button, continue retracting the exoseal¿ vcd and vascular sheath introducer very slowly (controlling retraction with the left hand) until the graphic pattern in the indicator window changes to a solid black color, at which point the plug is correctly positioned for deployment. Caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1 cm of retraction from the point pulsatile flow significantly slowed or stopped, discontinue the use of the device.¿ it should be noted, if the angulation of the system during retraction is not at 30-45 degrees, this could affect the functionality of the device when awaiting for the proper indication to deploy the plug. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As stated in the indication for use within the IFU, ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, and could possibly affect the use of the device. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while retracting the system, the guidewire loop of a 7f exoseal vascular closure device (vcd) could not be dragged to indicate window discoloration, the plug deployment button could not be fully depressed, and the plug did not dislodge from the exoseal vcd device after removal from the patient. Hemostasis was achieved through compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no obvious signs of device or package damage prior to use. There was no visual damage to the indicator wire prior to use, and the indicator window of the exoseal device was facing up during retraction with no changes observed. When the device was removed from the patient, no damages were noted to the indicator wire loop. Retracting the system while maintaining a 60-degree angle revealed that the guidewire loop could not be dragged to indicate window discoloration. The 7f exoseal vascular closure device (vcd) could not be released when used. A 8f 11cm non-cordis femoral artery sheath was used. There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression less than thirty days prior to this procedure. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the 8f non-cordis vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that no significant calcium deposits, plaque, stenting, or stenosis greater than 50% was seen at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the exoseal vcd. An 8f unknown guide catheter, 150cm non-cordis guidewire, 125cm unknown multifunction catheter, a non-cordis 0.014 -200cm micro guidewire, non-cordis umbrella device, non-cordis 4.0mm×30mm balloon, and non-cordis (8-40-135) carotid stent was used during the procedure. The procedure was a carotid stenting and used a retrograde approach. The physician has been using the exoseal for many years and was skilled in the procedure. The patient's body mass index (bmi) was not greater than 40. Other procedural details were requested but were not provided. The device will be returned for evaluation.